Manufacturer narrative:
No button error alarm, audio/beep or reset time/date anomaly noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 83 mg/dl at the time of the incident. The insulin pump made a high pitched noise and they had to take the battery out and put back in but the high pitched noise started again. They reset the date and time but a couple minutes later the high pitch sound started again and the buttons were not responding. The customer stated the insulin pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.